Event description:
The customer reported to olympus, that the videoscope had a leak from the code. The device was returned for evaluation. During the device evaluation, the following was found: the forceps channel port was not secured. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found the following: due to a scratch on the video cable the water tightness was lost, due to a cut on switch 4 the water tightness was lost, the adhesive on the bending section cover had a chip, the connecting tube had a dent, the indication on the connecting tube had a disappeared area, the connecting tube and video cable had a wrinkle, the forceps elevator lever had a crack, the up/down angulation lever plate had a burr, and the following had discoloration: the forceps elevator lever, video cable, universal cord, angulation lever, and the video connector case. Additionally, the following had scratches: the connecting tube, video connector, video connector case, light guide connector, protector of the video cable section, protector of the universal cord on the control section side, universal cord, up/down angulation lever plate, angulation lever, grip, switch box, suction cover, control unit, and the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage could not be conclusively determined. Olympus will continue to monitor field performance for this device.